Event description:
Event [preferred term] (related symptoms if any separated by commas) acidosis[acidosis], hyperglycemia [hyperglycaemia], reused the novofine plus needle 4mm with novorapid penfills [multiple use of single-use product]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "acidosis(acidosis)" with an unspecified onset date, "acidosis(acidosis)" with an unspecified onset date, "hyperglycemia(hyperglycemia)" with an unspecified onset date, "hyperglycemia(hyperglycemia)" with an unspecified onset date, "reused the novofine plus needle 4mm with novorapid penfills(needle reusage)" with an unspecified onset date, and concerned a 807 months old female patient who was treated with novofine plus (32g) (needle) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) solution for injection, 100 u/ml (dose, frequency & route used - 30 iu, qd (15 years ago), subcutaneous) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height: 160 cm patient's weight: 60 kg patient's bmi: 23.4375. Dosage regimens: novofine plus (32g): novorapid penfill: current condition: type 1 diabetes mellitus (since 1966), hypertension, heart problems, atherosclerosis historical condition: heart ventricular problem. Concomitant products included - sugarlo plus (metformin hydrochloride, vildagliptin) ongoing, lantus (insulin glargine), lantus (insulin glargine) ongoing, concor (bisoprolol fumarate) ongoing, aspirin [acetylsalicylic acid] (aspirin [acetylsalicylic acid]) ongoing on an unknown date, it was reported that the patient reused the novofine plus needle 4mm with novorapid penfills. Patient started reusing novofine plus needles from 5 years ago and novorapid penfills from 25 years ago. The patient was reusing the needle because the needle wasn't blocked after being used many times but when the needle is blocked and the pen doesn't inject the insulin, then the reused needle was changed by another new needle. On an unknown date, patient suffered from hyperglycemia and acidosis from 4 years ago as a consequence of the medication error. She was hospitalized from 4 years ago and then was discharged after 2 weeks, the patient was in the ICU and she was using novorapid insulin in intravenous solution. On an unknown date, patient suffered from hyperglycemia and acidosis again from 2 years ago. She was hospitalized in (B)(6) 2023 and then was discharged after only 1 week. Batch numbers: novofine plus (32g): novorapid penfill: rr72lp0, rr72lp0 action taken to novorapid penfill was not reported. The outcome for the event "acidosis(acidosis)" was recovered. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "reused the novofine plus needle 4mm with novorapid penfills (needle reusage)" was not reported. Reporter's causality (novofine plus (32g)) - acidosis(acidosis) : unknown hyperglycemia(hyperglycemia) : unknown reused the novofine plus needle 4mm with novorapid penfills(needle reusage) : unknown. Company's causality (novofine plus (32g)) - acidosis(acidosis) : unlikely hyperglycemia(hyperglycemia) : possible reused the novofine plus needle 4mm with novorapid penfills(needle reusage) : possible. Reporter's causality (novorapid penfill) - acidosis(acidosis) : probable hyperglycemia(hyperglycemia) : probable reused the novofine plus needle 4mm with novorapid penfills(needle reusage) : unknown. Company's causality (novorapid penfill) - acidosis(acidosis) : unlikely hyperglycemia(hyperglycemia) : possible reused the novofine plus needle 4mm with novorapid penfills(needle reusage) : possible. Investigation results name: novofine 32g x 4mm, batch number: ns7f10x the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novorapid penfill 3 ml 100iu/ml, batch number: rr72lp0 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Final manufacturer comment: 13-jan-2025: the suspected device novofine plus 32g needle or device from same batch are not returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus needle. Product handling error such as reusage of needle can affect the functionality on insulin delivery device, affecting the dosage, could have resulted in hyperglycaemia and its complications (acidosis). Company comment: acidosis is assessed as unlisted event; hyperglycaemia is assessed as listed event according to the novo nordisk current ccds in novorapid penfill. Product handling error such as reusage of needle can affect the functionality on insulin delivery device, affecting the dosage, could have resulted in hyperglycaemia and its complications (acidosis). Patient has multiple comorbidities such as atherosclerosis, hypertension and type 1 diabetes mellitus which increases the risk of hyperglycaemia and acidosis. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary name: novofine 32g x 4mm, batch number: ns7f10x the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Block c - additional dosage regimens suspect product 2. Dose, frequency & route used 3. Therapy dates (if unknown, give duration) 6. Lot # 7. Exp. Date #1 novorapid penfill regimen # 2 35 iu, qd (15 u and 20 u/day), subcutaneous ongoing rr72lp0 07/--/2027.

Event description:
Case description: on (B)(6) 2026 an amendment was performed. Since last submission, the date of incident from and to (B)(6) 2025) was amended to (B)(6) 2025).